Manufacturer narrative:
Evaluation codes method and result. Device evaluation summary: the power supply and power switch were returned for failure investigation. The power supply was visually inspected with no anomalies observed. The part was attached to the failure investigation test ventilator for analysis. The ventilator was put in normal ventilation mode for 24 hours with no errors or alarms. However, when the power switch was set to the "off" position a fault occurred. The power was not fully removed from the ventilator breath delivery unit (bdu). The graphical user interface (gui) lamp on the bdu remained on and the piezo alarm sounded continuously, indicating that some voltages were still present on the bdu. The fault was isolated to a component in the circuitry of the power supply. If the power supply failed in this manner during ventilation the ventilator would continue to operate normally. The fault occurred only when the power switch was set to the off position the power switch was visually inspected and the plastic housing was damaged on the front corner. Part of the broken plastic housing was lodged inside the switch rocker mechanism making it difficult to fit a rocker cover on to the switch. The switch was physically damaged but functional. The part was attached to the failure investigation test ventilator for analysis. The ventilator was put in normal ventilation mode for 24 hours with no errors or alarms. There were no alarms or errors during the run time. It is speculated but not conclusive that the damage occurred during servicing.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The field service engineer (fse) inspected the ventilator and replaced the power supply and the alternating current (ac) power switch. The ventilator passed all testing and was returned to the customer for clinical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 840 ventilator had became inoperative which indicates a loss of ventilation. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.